Manufacturer narrative:
Batch review performed on 03 october 2018. Lot 1751169: (B)(4) items manufactured and released on 20 november 2017. No anomalies found related to the problem. To date, no similar event on the same lot has been registered preliminary investigation performed by r&d product manager on october 05, 2018 the trial postero stabilized peg has disengaged from the trial insert during rom trailing phase. From the pictures analysis it is not possible to clearly define the root cause of the complaint. The only hypothesis that can be done is that once inserted the postero stabilized peg into the trial insert, the position has not been secured through the rotation of the locking screw or the side of the trial insert was already damaged before the surgery.

Event description:
During surgery when trailing for rom the trail ps post kept disengaging. The surgeon had the tech hold the trial in place to run through rom. The trail slipped and fell on floor. The surgeon requested the trial be re-sterilized. There was a delay of 90 minutes. The surgery was completed successfully.